Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the inf septal. On the same day it was reported that a dissection occurred in the lad. It was reported that this was caused by a non-mdt device. The event was treated with a resolute onyx des. The investigator and sponsor assessed the event as possibly related to the resolute onyx device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
One resolute onyx was implanted in the lad and then a dissection occurred which was treated with a second resolute onyx stent. The two stents were implanted in the lad and not the inf septal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.